Manufacturer narrative:
This report is being submitted to report information provided by the customer and investigation findings. The device referenced in this report was not returned to olympus for evaluation (it was discarded by the customer), therefore physical evaluation of the suspect device could not be conducted. Device history review (DHR): since the lot number of the subject device was unknown, the DHR for over the past year prior to the date of occurrence ((B)(6) 2020 ¿ (B)(6) 2021) was inspected. No abnormalities detected in the DHR of the following the inspection items which relate to the reported phenomenon. The content of the instruction manual was reviewed. The instruction manual contains the following descriptions related to the reported phenomenon and it warns against the event: when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. Conclusion summary: the subject device could not be confirmed, and the DHR presented no abnormalities. Therefore, the exact cause could not be determined. Based on the available information and the past investigation results, it can be inferred that a likely mechanism causing the needle breakage might be the following: due to the movement of the patient during the procedure, a bending force was applied to the needle tube. This caused the needle tube to bend excessively. The needle slider was pulled. Therefore, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. This report has been submitted by the importer on MDR number 2951238-2021-00440.

Event description:
The customer reports during an endobronchial ultrasound (ebus) procedure using a single use aspiration needle na-u401sx, "an entire needle somehow broke off (we¿re not sure how, the case wasn't difficult) and ended up getting stuck in the trachea." The detached needle was discovered in the patient¿s trachea 16 days after the ebus procedure during a cyberknife treatment. Two days after it¿s discovery, the retained needle removed in the operating room via rigid bronchoscopy (and was discarded). The patient was hospitalized in the intensive care unit (ICU) post procedure and was discharged three days later. No further consequences to the patient have been reported. The bronchoscope used in the ebus procedure did not malfunction in any way. There were no procedural or anatomical challenges that could have contributed to the reported event.